Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed that the drape was stuck in the door. The representative reported that manually trying to open the door resulted in further physical damage. The representative recommended that a biomedical engineer be the one to perform manual door opens to the site. To resolve the reported issue, the door winch and cable assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect door winch assembly has not been received by the manufacturer.

Event description:
A site representative reported that, while in a spinal fusion, the drape got stuck in the gantry of the imaging system door resulting in the door being unable to open. The site attempted the manual override of the door opening, but the door winch would not open the gantry.